Event description:
It was reported that the customer was hospitalized due to a diabetes-related issue after visiting the emergency room. The incident involved a high blood glucose level of 25 mmol/l, which did not cause any injury and was not deemed life-threatening. The customer had high ketones, but no issues were identified with the insulin pump or its components. To address the high blood glucose level, the customer administered a glucagon injection and hospital administered intravenous saline and insulin, which resolved the issue. There was no permanent injury as a result. No additional information was provided regarding the customer's discharge date.